Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6) post deployment of a sapien 3 valve during a transfemoral tavr procedure, there was resistance upon removal of the delivery system into the 14 fr esheath. The delivery system was advanced back up into the aorta a small amount and then the balloon was slightly inflated and deflated slowly before attempting again to withdraw device. Once the delivery system was retrieved into the esheath, the esheath was removed and proglide was deployed.  A femoral artery perforation was noted on angiogram. A vascular intervention (ballooned) was required with good end results. The patient is stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update sections d1, d4, d10, h3, and h4. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-10303.  According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system and sheath were returned to edwards lifesciences for evaluation separated after use in the procedure.  A review of imagery noted the following: the esheath used in the procedure showed slight liner delamination; inflation balloon and nose tip show no abnormalities.  The delivery system was visually inspected prior to decontamination and the following was observed: slight bunching on distal end of inflation balloon; sheath liner delamination was observed on the sheath.  Functional testing was performed and the delivery system balloon was inflated, and no leaks were observed during testing.  Due to the nature of the complaint, no dimension analysis was performed. During the manufacturing process, the delivery system is visually inspected and tested several times.  100% distal to proximal visual inspection by both manufacturing and quality for any defects.  Additionally, work orders undergo product verification testing as a requirement for lot release.  All testing passed specifications.  These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and did not reveal any other similar complaints.  A review of complaint history from january 2019 through december 2019 revealed additional returned complaints for the commander delivery system (all models and sizes) for delivery system withdrawal difficulty through sheath.  The complaints were confirmed, however, no manufacturing non-conformities were identified during the evaluations. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty through sheath was confirmed based on visual inspection and imagery provided by the customer. No manufacturing non-conformances were identified as functional testing did not exhibit any non-conformances and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of the manufacturing mitigations supported that the commander delivery system has proper inspections in place to detect issues related to the reported event, and no labeling/IFU/training inadequacies were identified. Per report, the patient¿s anatomy was mildly tortuous and moderately calcified. Tortuous vessels can interfere with the coaxiality of the delivery system and sheath during device retrieval, thus increasing force required to withdrawal the delivery system. It is likely that excessive device manipulation occurred to overcome the withdrawal difficulty; leading to the liner delamination. While a definitive root cause is unable to be determined, it is possible that patient (calcification/tortuosity) and procedural factors (excessive device manipulation during retrieval) may have contributed to the complaints. Since no product non-conformance or IFU/training materials was identified during the evaluation, a product risk assessment escalation and a corrective or preventative actions are not required.